Event description:
The patient reported that with her last box of v-go 40's picked up in (B)(6) 2020, she had 6 v-go's where the v-go's are falling off and the adhesive is coming off of her skin. The patient stated that in (B)(6) 2020, she changed 4 v-go's in a single day after the adhesive became loose. The patient also had a v-go 40 fall off on 1/5 and the one she is currently wearing on 1/6 is becoming loose.